Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15826. The pt reported she experienced uncomfortable heating at the ipg site while charging. The pt has not charged or used her device for an extended period of time, and her ipg is no longer functional (reference MFR report: 1627487-2013-16074). The pt does not desire to pursue any intervention at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.